Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons had to press couple of time. Customer stated that the insulin pump received no delivery alerts. Customer stated that the batteries were rejecting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. All currents within spec range. The device was monitored and no unexpected failed battery test or battery failed alert noted. Also, no unexpected occlusions or insulin flow blocked alarm during testing noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).